Event description:
Reportedly, during testing, the ventilator had a "control ram failure" error. The single board computer (sbc) was replaced and the unit worked normally. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).